Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the diagnosis procedure. Customer reported to philips field service engineer (fse) the system was not producing x-rays. Upon inspection at the site, the fse was unable to replicate the issue, as the system was functioning properly. The customer indicated that restarting the system resolved the problem. After restart, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not emit x-rays. There was no reported patient or user harm. Philips has started an investigation of this complaint.